Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon allegedly ruptured (atm unknown) and approximately half of the balloon sheared off (alleged detachment) in an arterial anastomosis. It was further reported that the pta balloon catheter was allegedly difficult to retract through the sheath. It was reported that additional medical intervention (a secondary access site was gained in the opposite direction) was required to remove the detached balloon segment. It was stated that the balloon segment was snared and removed in its entirety. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm x 75cm balloon. The proximal segment contained the hubs, shaft, and the proximal base of the balloon. A complete circumferential balloon detachment was observed 2.6cm from the distal end of the inner catheter detachment. The catheter was stretched and jagged at the location of the detachment. The distal segment contained the distal end of the balloon that measured 3.0cm in length. The catheter was stretched and jagged at the location of the circumferential balloon detachment. The distal marker band was missing from the returned catheter. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete circumferential balloon rupture and a balloon and marker band detachment based upon the condition in which the sample was received. The investigation is inconclusive for retraction issues, as the customer's introducer sheath was not returned for evaluation and functional testing could not be performed due to the detached balloon. The balloon rupture likely lead to the sheath retraction issues and the balloon detachment. Based on the condition of the returned sample (i.e. Stretching observed at the point of detachment), it is likely that excessive force contributed to the detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.